Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the small bubbles on the guidewire distal section,and the ptfe (polytetrafluoroethylene) was peeled off from the proximal end. During functional testing, a slight friction was encountered when advancing the wire through a demo microcatheter. Additional information provided by the customer indicated that the guidewire was confirmed to be in good condition after unpacking. The customer observed the ptfe coating peeling while back loading the guidewire through the insertion tool. Back loading the guidewire through the insertion tool is not recommended as it poses a risk of scrapping of the guidewire coating. Based on the available information and device analysis, it seems that the ptfe coating was scrapped off of the guidewire with the insertion tool. The act of back loading may have resulted in a different medical product response than expected by the user. Therefore, a cause of use error is assigned to the reported and analyzed code ptfe coating peeling. The bubbles found on the guidewire distal section may have caused the friction encountered during the advancement of the guidewire through the demo microcatheter. However, the review of the available information failed to identify the cause of the bubbles. Therefore, a cause of undeterminable has been assigned to the analyzed codes guidewire coating issue (bubbles on distal section) and guidewire friction.

Event description:
It was reported during preparation, small pieces of coating from the guidewire were noticed after backloading into an inserter. Another guidewire was used to complete the procedure. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported during preparation, small pieces of coating from the guidewire were noticed after backloading into an inserter. Another guidewire was used to complete the procedure. There were no clinical consequences to the patient due to the reported event.